Event description:
Senseonics was made aware of an instance where the patient experienced infection at the insertion site. User was in pain and the scar of the insertion site popped opened and pus discharged. Patient went to see doctor who removed the sensor.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing documentation revealed that the sensor lot met sterilization requirements before release. Potential for developing infection at the insertion site is a known anticipated adverse event. Furthermore, sensor was removed from the patient to treat infected area. There is no remedial action/corrective action/preventive action/field safety corrective action required.